Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the complainant was unable to get all the saline out of the balloon. The nurse was reportedly able to get 2cc out of the balloon with a syringe. The complainant noted that the catheter was eventually cut without any immediate result, and left in for some time and then removed later.